Event description:
It was reported during in clinic follow up that the patient presented with discomfort. The atrial lead exhibited loss of capture. Chest x-ray revealed dislodgement. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.